Event description:
It was reported that the patient faced infusion set leakage event on (B)(6) 2026, since infusion set tubing detachment at the connector and patient reported high blood glucose and got treated with correction injection via mdi.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.